Manufacturer narrative:
No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product has been requested to be returned. Upon product return and completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that pt underwent hip procedure in 2009. After two dislocations of the modular head from the acetabular shell, the surgeon performed a revision procedure eleven days later. No further complications have been reported.